Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarms from the insulin pump. The customer's blood glucose level was 500+ mg/dl. The customer stated that she received multiple no delivery alarms. The customer mentioned that she woke up feeling bad. The customer declined to troubleshoot for high readings and no delivery alarms.